Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient can only hear faint sounds with the device. There is no report of accident, trauma, or illness.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode possibly caused by minute device mobility is considered. However, a device investigation of the explanted device is necessary to determine a root cause. Revision surgery has not been scheduled yet.

Event description:
The patient can only hear faint sounds with the device. There is no report of accident, trauma, or illness. The external equipment was exchanged, but without any improvement in hearing. In situ measurements taken (B)(6) 2017 showed 9 channels with high impedance and 2 channels involved in a short circuit. The patient uses his device inconsistently only 2 days per week. The patient will discuss re-implantation with his physician. The patient was seen on (B)(6) 2017 with his physician to discuss re-implantation. A firm decision has not been made about re-implantation as yet.